Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver was continuously vibrating. No additional event or patient information is available. The complaint device was returned for evaluation. The receiver log was reviewed and no errors related to the customer complaint were observed. The device was visually inspected and a screen error alert was present. The reported event of receiver vibrating continuously was confirmed. A root cause could not be determined.